Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump lcd screen displays random numbers that cannot be erased. No further details provided.

Manufacturer narrative:
Pump received with full segment display due to faulty component on the interface board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to full segment display. Unable to verify the watchdog timeout alarm and number count down anomaly due to full segment display.